Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly resulting in an unresponsive touchscreen display. Customer's blood glucose level was not impacted. Reportedly the customer reverted to alternate therapy for diabetes management.